Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss. The patient presented with continued incontinence and the device not functioning optimally. During the revision surgery a leak was found in the pressure regulating balloon causing the fluid loss. A new 71-80 cm h2o balloon was implanted. Additional information received states the physician believes the perforation occurred after the device was in use but he is not sure. The physician does not believe that a device issue or malfunction contributed to the event. The device issues began around late (B)(6) 2019. The patient was stable and the device was functioning following the surgery.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to fluid loss. The patient presented with continued incontinence and the device not functioning optimally. During the revision surgery a leak was found in the pressure regulating balloon causing the fluid loss. A new 71-80 cm h2o balloon was implanted. Additional information received states the physician believes the perforation occurred after the device was in use but he is not sure. The physician does not believe that a device issue or malfunction contributed to the event. The device issues began around late november 2019. The patient was stable and the device was functioning following the surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of was confirmed via product analysis. The ams 800 pressure regulating balloon was visually inspected and microscopically examined. A pinhole leak was found in the balloon sphere causing fluid loss. The balloon damage is consistent with bulging and fatigue. Based on the results of this investigation, no escalation is necessary.